Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh), vitamin b12 (vit b12), total thyroxine (tt4) and/or testosterone results were generated from two unicel dxl800 access immunoassay systems for multiple patient samples over multiple days. This report is four of four and represents the erratic testosterone results both above and within the normal reference range generated on unicel dxl800 access immunoassay system with serial number (B)(4) that did not match the patient's clinical presentation. The initial testosterone result was above the assay's normal reference range and did not match the patient's clinical presentation. Therefore, another same-patient sample was tested on the same instrument. The repeat testosterone result was lower and within the normal reference range. The initial testosterone result was not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter assessment of customer supplied instrument performance data indicated that all three levels of testosterone quality control were within the customer's established ranges during the timeframe of the event. The testosterone samples were collected in a serum tubes and were centrifuged prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check, a high sensitivity system check, a pipettor verify test and a sample probe carryover test. All testing passed within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided. Mdrs associated with this event: 2122870-2011-05062, 2122870-2011-05063, 2122870-2011-05064, 2122870-2011-05065.